Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the top bipolar pin was bent downwards and the bottom bipolar pin was bent upwards. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .035 - .123 in length and not aligned with the tube axis. The evidence was inconclusive, but damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si maryland bipolar forceps instrument, the approaches for the bipolar cables were noted to be unstable and bent. No patient harm, adverse outcome or injury was reported.